Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) unit failed while in use.

Manufacturer narrative:
Updated field- b4, d9, g3, g6, h2, h11.

Event description:
N/a

Manufacturer narrative:
Updated fields: corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes).

Event description:
It was reported that during use that the cs300 intra aortic balloon pump (iabp) failed. There was no harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3, h6 codes(investigation types, findngs, conclusion), h11. It was reported that during use the cs300 intra aortic balloon pump (iabp) failed. Patient involved and harm details unknown. After doing 3 good faith effort (gfe¿s) we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon initial inspection the unit would not power on. Fse troubleshot the unit and found the problem to be with the solenoid driver board. Fse removed and replaced the solenoid driver board and powered on the unit. Fse performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a.